Event description:
It was reported that the patient received inappropriate therapy. It was determined that the right ventricular (rv) lead experienced several oversensing episodes which resulted in the inappropriate shocks. An additional pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted the ventricular sensing integrity counts up to 1051; with non-sustained ventricular tachycardia (vt) episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. The rv pacing impedance spiked to 16382 ohms from 400 ohm range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.